Manufacturer narrative:
The customer was unable to read the product code/lot number/serial number, so product information (d4) could not be obtained. It's not possible to determine the manufacture date (h4) or 510k (g5) number without the product information.

Event description:
ER stated that her contour meter was faulty. She performed back to back glucose tests and received readings of 215, 224 and 280 mg/dl. The customer alleged that she fell in the bathroom due to the readings she received. She was bruised and having a hard time moving after the fall. The customer declined to troubleshoot and insisted the meter be replaced. A replacement meter was sent to the customer.